Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support and post implant same day the device was not streaming on impella connect. Support continued uninterrupted and ended approximately eight day later. The impella rp flex was explanted at bedside with no hemodynamic changes. The patient remained on all other therapy modalities. There was no report or indication of harm to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. Neither product nor data logs were available for investigation. Since the pump nor data logs were returned for investigation, the cause of the optical signal issue could not be determined.